Event description:
It was reported that during injection of amvisc plus into the patient's eye, the cannula detached from the syringe. There was no report of any tissue damage. Additional information was requested but has not been received to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation